Event description:
The product was evaluated. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and passed. A receiver touch screen manual test was performed and passed. It was noted that the receiver is in standby at the ¿dexcom terms of use and privacy policy¿ screen. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction and additional information is required.

Manufacturer narrative:
(B)(4). Please disregard the duplicate correction of the product registration, catalog no, serial no, and UDI fields in submission (ci1689882032395.13700129@fdsahl86ceb41e_te2 : 3004753838-2023-097437-02), as this information was correctly submitted in (ci1685478040595.48781809@fdsahl86ceb43e_te2 : 3004753838-2023-097437-01). Please disregard the duplicate additional information of the model no and lot no fields in submission (ci1689882032395.13700129@fdsahl86ceb41e_te2 : 3004753838-2023-097437-02), as this information was correctly submitted in (ci1685478040595.48781809@fdsahl86ceb43e_te2 : 3004753838-2023-097437-01).

Event description:
The allegation was undetermined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported, that the receiver display was frozen. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.